Event description:
Revision of an lcs universal rp knee performed on (B)(6) 2014 original surgery was performed approximately 15 years ago. Reason for revision : loose tibia. The surgeon revised this to a zimmer lcck. Rep to confirm whether the explants will be available for investigation. No further information available.

Manufacturer narrative:
The device associated with this report was not returned. The initial reporting stated no additional investigational inputs were available. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.